Event description:
The patient reported having issues with the tubing disconnecting from the cartridges. Customer support made multiple attempts to follow up with the patient to troubleshoot but was unsuccessful.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201668 has been evaluated by product analysis on (B)(4) 2012 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.